Event description:
Reporter indicated that his daughter's "implant has malfunctioned causing unexplained fevers and fatigue and a long hospitalization." Good faith attempts to obtain the further information, including the patient's name and product information, are currently being made.